Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the pump began charging after leaving the pump plugged in for 30 minutes. Additionally, it was reported that the customer experienced an undefined low blood glucose level of 51 mg/dl which was addressed by consuming food. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer reviewed pump data and there is no evidence that the pump experienced a malfunction or failure.